Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 469 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that on (B)(6) 2010, a non-abbott stent was placed in the left anterior descending (lad) and a perforation occurred. The jostent graftmaster was successfully placed and sealed the perforation. The patient left the cath lab and later the patient's blood pressure dropped. The patient was taken back to the cath lab and the lad was found to be closed down. Another non-abbott stent was deployed, pericardiocentisis was performed and the patient was placed on an intra-aortic balloon pump. On (B)(6) 2010 the patient died of a cardiac death. No additional information was available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were located outside the ten minute time frame. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.